Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. The customer stated that they were able to clear the alarm. Customer stated that power loss alarm occurred even the battery were changed. Customer also reported that they had high blood glucose treated with manual injection. The insulin pump will be returned for analysis.